Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(6).

Event description:
It was reported, the patient had an infection at the pump site. It was stated they were given antibiotics and the pump was planned to be replaced the day of report. It was stated they would clean out the wound site as well. The pump was used to deliver morphine. Additional information reported the pump was replaced and cultures were done. Patient outcome was not provided.

Manufacturer narrative:
There was no indication the hospitalization occurred, so it no longer applies.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the onset/diagnosis of infection was on (B)(6) 2014. Perioperative antibiotics had been administered. The patient experienced drainage and incisional wound opening. The primary location of the infection was the device pocket. Cultures were obtained and few coagulase negative staphylococcus were isolated. The patient did not have meningitis. Treatment included both IV and oral antibiotics and pump exchange. The infection resolved.